Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was an e237 error and white foreign material in the air water tube and cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e237 error occurred due to corrosion on the contacts of the plug unit, causing the no image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited no image with the optics black and flickering. The issue occurred during inspection for use, before the patient use. There were no reports of patient involvement.